Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a vats procedure, the jaws did not open smoothly. No patient injury occurred and a new device was used to continue the procedure.

Manufacturer narrative:
One ls1500 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Mechanical testing confirmed the jaws opened and closed normally using the handle. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.